Event description:
In a colonic resection procedure after a plcr75b reload had been fired via a plc75 stapler it was noted that on one side of the transection the staples had not been deployed. Another plcr75b reload was used to staple the previously unstapled section.

Manufacturer narrative:
Patient's age and weight are unknown; the plcr75b reload was found to have some pusher damage. A CAPA investigation has been opened to address this issue.